Event description:
During candela laser procedure the protective eye cover for ureteroscope was attached to miniscope and the orange glass insert in middle of lens cover came out exposing physician's right eye to direct laser flash. All equipment was checked prior to procedure.